Manufacturer narrative:
The following fields have been updated with corrected and/or additional information b5: describe event it was reported that when using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed sleeve leakage and a cracked adaptor on unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed sleeve leakage and a cracked adaptor on unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed sleeve leakage and a cracked adaptor on unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 15 photos for investigation, which revealed a split female luer adapter and a side pierced sleeve. Additionally, a total of 10 retained samples were visually inspected, and no split female luer adapters were found. Additionally, these samples underwent functional tests, and all sleeves recovered as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: cracked product and sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.